Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer changed out the cartridge and infusion set. There was no reported impact to the customer's blood glucose level. As the customer had changed the supplies, tandem technical support was not able to perform a system to determine a possible cause of these occlusions.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.